Manufacturer narrative:
(B)(4). Approximate age of device ¿ 86 days. The device is expected to be returned for analysis. It has not yet been received. (B)(6). No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump power elevations and fluctuations were observed on (B)(6) 2016, with accompanied unspecified patient decompensation. The system controller was exchanged; however, the issue did not resolve. The lvad was reportedly stopped for safety reasons and extracorporeal membrane oxygenation (ECMO) support was initiated. After the patient was stabilized on ECMO, the patient underwent an lvad exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted device was returned for evaluation. Examination of the inlet stator bearing cup and rotor bearing ball revealed dark red, tissue-like depositions and grainy, denatured blood. The depositions had a ring-like structure and areas that were denatured, indicating that the depositions likely developed over an undetermined period of time while the pump was in operation. Examination of the outlet stator revealed similar dark red, tissue-like depositions and grainy, denatured blood with a ring-like structure and areas that appeared denatured. Contact marks were present on the outlet section of the rotor, which is also an indication that the depositions likely developed over an undetermined period of time while the pump was in operation. The other sections of the pump which include the inflow cannula, rotor/blood tube, and outflow cannula revealed depositions that may have developed due to poor surface washing as a result of a low flow event. Examination of the inlet tube and inflow graft revealed a collapsed biological lining and post-explant blood. Examination of the inlet elbow and rotor revealed grainy, denatured blood. Examination of the outlet elbow revealed an adhered biological lining. Examination of the outflow graft revealed a collapsed biological lining and post-explant blood. A time frame in which the depositions developed could not be conclusively determined. The root cause and duration for time in which the observed depositions were present in the pump could not be conclusively determined. The depositions would have created additional resistance on the spinning rotor and contributed to the reported pump power elevations. The increased resistance on the spinning rotor could have possibly generated enough heat to contribute to the formation of the denatured blood observed inside the pump housing. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.